Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and absorbable hemostat was used. The patient returned to the ER with pelvic abscesses. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? More than 5, fewer than 10. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? Tlh. What is the procedure date? Multiple. What date did the pelvis abscess occur on? Multiple. Was the patient readmitted for further observation? Yes. Please confirm there was no medical or surgical intervention performed to treat the pelvic abscess (re-operation; drainage; prescription medication). No re-op, no surgical intervention, no drainage. If medication was required, please clarify if it was prescription strength. Pain meds, zosyn antibiotics. What is the most current patient status? All patients are doing well. Can you identify the lot number of the product that was used? No. Two or three patients were prescribed medication or antibiotics. Maybe one or two patients were re-admitted, while the rest were either treated in the ER and released or a couple of patients may have gone back to the physician¿s office. All patients are currently doing well. The product is being used at the end of the procedure, within the pelvis on the vaginal cuff. The surgeon uses surgicel powder prophylactically and during active bleeding and. The vaginal cuff is always oozing during and at the end of the procedure. If there is any white powder remaining, he irrigates and suctions out the left over. Event related to mw # 2210968-2022-01865, mw # 2210968-2022-01866, mw # 2210968-2022-01867, mw # 2210968-2022-01870 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.